Event description:
Customer called to report low bgs and hospitalization. It was stated that the customer knew lunch would cause their bgs to increase, so an extra bolus was given. Customer stated that later the bgs were decreasing and there was no bolus given since lunch. Candy was eaten to treat the low bgs. However, customer could not think even after eating candy and admitted to the hospital with low bgs.